Event description:
The spring button lock would not function properly. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: functional testing results indicate the device functioned as intended by design with its mating components.